Manufacturer narrative:
Expiration date - 03/2021. Device manufacture date: 04/2016. The lot number was verified with the associated model # and is valid. The internal database was queried for nonconformances (nc) associated with this lot #; the results of which were zero for nc registered during the packaging process. Device history records (DHR) were reviewed for the associated lot. All relevant tests required during the manufacturing and packaging process and final product release were performed and met test requirements. The process parameters adjusted during production were reviewed. All process parameters were adjusted within the validated process window. No discrepancies were observed during the manufacturing and packaging process. The associated lot was sterilized and released. Five (5) unused samples in closed peelpacks were received and visually evaluated. The lot # and model # were confirmed. The visual inspection revealed that the peelpacks contain size ch5 catheters instead of size ch6 as indicated on the peelpack. This is evident because size ch5 catheters have grey colored connectors whereas size ch6 catheters have green colored connectors. The samples did not meet specification. The complaint will remain open until the investigation of this discrepancy is complete. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested, but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on september 08, 2016. (B)(4).

Event description:
Complainant reports "the actual product inside the packaging is a different size to what we would normally receive. The tube we normally receive has a green tip not a grey one." Photos of the product were provided. It was further reported that the product was not used. No further information was provided.

Manufacturer narrative:
The investigation for the nonconformance (nc) associated with this complaint has been approved and is complete. The investigation identified one root cause and one contributing cause. The conclusion noted that the data from the job ticket was not compared with that of the green label and additionally that the color of the connectors is missing. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).